Event description:
It was reported that a patient with a 27mm mitral valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, two (2) months due to severe mitral stenosis, mild mr, thickened leaflets, and restricted motion. The patient presented with progressive doe, nyha IV and severe pulmonary htn. The tmvr was performed with a 26mm transcatheter valve. The patient tolerated the procedure well without immediate complication and is in stable condition.

Manufacturer narrative:
B5 and b7 were corrected to include the information that should have been submitted in the initial MDR. There can be several root causes of leaflet thickening, such as early thrombosis, early endocarditis, or svd. Leaflet thickening may lead to regurgitation or stenosis. Surgical/percutaneous intervention may be indicated or required. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. In this case, minimal information regarding this valve-in-valve procedure was received and attempts to obtain additional information regarding the condition of the device, patients medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 6900ptfx mitral valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, two (2) months due to mitral stenosis. The tmvr was performed with a 26mm 9600tfx valve.